Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #3503251bc, lot #5680359. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 325cc mentor memorygel breast implant. The devices were replaced with 600cc mentor memorygel breast implants, and gel bleed of the original implant was noted during the replacement surgery.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/13/2019. Device evaluation summary: it was reported that a 46-year-old female underwent primary breast augmentation with a 325cc mentor memorygel breast implant. The devices were replaced with 600cc mentor memorygel breast implants, and gel bleed of the original implant was noted during the replacement surgery. Upon receipt by mentor the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. Complaint was not confirmed for gel bleed since the device was ruptured, and it is not possible to determine if residual gel on the device surface was due to rupture or gel bleed. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Per the mentor website, ¿there has been ongoing discussion concerning small molecules of the liquid components of silicone gel which may pass through an implant shell and into the body. Minute amounts of ¿bleed¿ occur in all silicone-filled breast implants. It is important to note that all mentor gel implants are low bleed. World-wide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).